Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient experiencing multiple backup battery faults was confirmed via the submitted and downloaded log files; however, the reported event was not reproduced during testing. The heartmate 3 system controller (serial number (B)(6) was returned to abbott and a log file was downloaded. The downloaded controller event log file from the returned system controller (labeled c8090844) and the submitted log file (labeled 20230725_101647) contained relevant data spanning approximately 1 day (24jul2023 ¿ 25jul2023 per the timestamp). The log file captured a backup battery fault alarm active from 25jul2023 from 6:36:22 to 9:22:54 due to the backup battery not passing the load test. During this event, the loaded voltage measured under the acceptable threshold voltage compared to the unloaded voltage. The alarm did not affect the controller¿s ability to operate the pump at the set speed and the alarm remained active until the controller was shut down. The driveline was disconnected shortly after the backup battery fault alarm activated to exchange the controller. There were no other notable events captured in the log file. During the evaluation, the controller was functionally tested and passed all steps without issue. Additionally, the controller was able to operate on a mock circulatory loop for an extended period of time without any issues or atypical alarms active. The reported event could not be reproduced during testing. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number hsc-101438, was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had multiple ebb faults, requiring 2 backup battery changes. Controller was exchanged on (B)(6) 2023. The log file confirms emergency backup battery (ebb) faults on (B)(6) 2023 due to the ebb failing the load test.